Event description:
It was reported that the lead showed an exit block. CT screening revealed perforation occurred. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and found to be within specification.